Event description:
Not cooling fast enough. Device would only get to -33 degrees after several tries at 10-15 degrees. Procedure had to be aborted and patient was taken to the or where different unit worked perfectly. Extra steps taken: patient transferred to other campus. Delayed care due to transfer. 1216677-2021-00292 opthalmic cryo system dig ce-2000 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-review DHR x-inspect returned samples analysis and findings distribution history the complaint product was manufactured at csi on 7-20-18 under work order (B)(4) and sold on 8-15-18. Manufacturing record review DHR-237048 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record this product was returned on 11-06-20 for fs log (B)(4). This unit was returned with the same complaint of "not cooling properly." In this case the pin cup was found to be swollen due to improper shut-down and replaced. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. There are additional instances of these units being returned for poor cooling performance, usually confirmed as a swollen pin cup (part of the high pressure regulator) due to wear and tear and/or end-user misuse. Product receipt the complaint product (p/n ce-2000, s/n (B)(6)) was returned on 11-22-21. The serial number of the returned product matched the serial number reported. Visual evaluation visual examination of the complaint product revealed no physical damage. Functional evaluation complaint product was functionally evaluated and found to function properly. The unit tested to sop-51885 specs. Root cause the product tested to specification as the device was found to meet all visual and functional test specifications. It is suspected that the user was attempting to operate the unit at less than 600 psi. Was the complaint confirmed? No. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
Not cooling fast enough. Device would only get to -33 degrees after several tries at 10-15 degrees. Procedure had to be aborted and patient was taken to the or where different unit worked perfectly. Extra steps taken: patient transferred to other campus. Delayed care due to transfer. Opthalmic cryo system (B)(4), e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.